Event description:
It was reported that the communicator for this right ventricular (rv) lead showed a flashing red call doctor icon (rcd), was not connecting and also showed yellow sending waves (ysw). A boston scientific company representative performed troubleshooting with the communicator connection, but the issue was not resolved. Referring to clinic for potential change in implanted device due to ysw. Additional information was received mentioning that the shock impedance in the rv lead has been showing high, out of range values and the impedance continue increasing. The patient will talk to patient advocate and may call back for accessory adapter in case patient advocate has no internet. No adverse patient effects were reported. The rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.